Event description:
This report is based on information provided by a third party bench engineer and philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro while at a bench repair facility indicating that dc (direct current)/charging connector was loose. There was no patient involvement, therefore no health consequences or impact.